Event description:
It was reported from the us that during an initial orthopedic surgery the surgeon experienced an issue with the reamer tip. The tip of reamer broke off while reaming the glenoid. The case went well and there was no injury to the patient. The tip was easily retrieved, and x- ray was taken to show that it wasn¿t left in the patient. There was no delay to surgery. This event has not led to a revision surgery. The agent was present in the case. No additional information is available.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) available for analysis. Engineering eval completed by nf on 2019.07.05. (B)(4). Findings: based on the investigation conducted under (B)(4), it was determined that the user instruction (e.g. The surgical technique) was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: if the user applies a bending moment to the pilot tip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. If the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. Corrective action taken: as part of (B)(4), the following corrective actions were taken: the surgical technique was updated to advise surgeon to avoid applying a bending torque to the pilot tip reamer or using the reamer to retract the humeral head as this may cause fracture of the pilot tip ((B)(4)). Update the rmr to include the risk of pilot tip reamer fracture as a result of bending or its foreseeable misuse as a retractor ((B)(4)). Additionally, per (B)(4), a recall communication was sent to users notifying them of the issue and alerting them to the change in the operative technique (z-2663 through 2668-2017, may 2017). Most likely underlying cause/root cause: based on (B)(4), the broken device reported in (B)(4) was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The tip of reamer broke off while reaming the glenoid. The tip was easily retrieved, and x- ray was taken to show that it wasn¿t left in the patient. Based on (B)(4), the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.